Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Due to the suspected bacterial peritonitis, the patient was treated with vancomycin (dose, route and frequency not reported) and ceftazidime (dose, route, and frequency not reported) prior to the diagnosis of eosinophilic peritonitis and was discontinued on post operative day 15. On post operative day 15, prednisolone treatment began. Prednisolone treatment was discontinued on post operative day 27. The cause of the peritonitis was reported to be due to extraneal. Dianeal therapy was ongoing but extraneal therapy was discontinued. Upon further investigation, it was determined that the cause of the eosinophilic peritonitis was due to extraneal (icodextrin) peritoneal dialysis solution. Therefore the baxter peritoneal dialysis disposable products are no longer considered suspect in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced eosinophilic peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient experienced cloudy peritoneal effluent and abdominal pain nine days after the day that the catheter was inserted and three days after administration of the extraneal therapy. As a result, the patient was treated with unspecified antibiotics (route, dose and frequency not reported) prior to being diagnosed with eosinophilic peritonitis. Once the patient was diagnosed as having eosinophilic peritonitis, the patient was treated with prednisolone (20 mg apo, frequency not reported). Eight days after the onset of peritonitis, the peritoneal effluent became clear. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.